Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized. The customer¿s blood glucose level was almost 561 mg/dl at the time of the incident. The patient¿s current blood glucose was 76mg/dl. The customer reported that the patient was in the hospital with diabetic ketoacidosis. The customer had given 20u of insulin. The customer changed the site and blood glucose was not under control. Blood sugars went down after taking insulin drip. The customer was not wearing the pump at time of hospitalization. The customer was off the pump prior to hospitalization for less than 48 hours. The drive support cap appeared normal (slightly indented). This afternoon blood glucose was at 260mg/dl. The insulin pump will not be returned for analysis.